Event description:
Patient presented to the physician, two week post-implant procedure, with an infection at the chest incision site, including swelling, redness, and pain. Physician prescribed antibiotics. This resolved the issue.